Event description:
A pt was treated with freeze off, one application on five warts located on palm of right hand (proximity of one wart to another is unk). Family member applied compound w freeze off to all five warts in 2004. Within an hour the treated area started to blister. Customer returned product to pharmacy, lot number not identified. Sought medical attention the 3rd day. Attenting physician did not prescribe a treatment. Customer was to go for a follow up to physician 2 days later, results unk.